Event description:
It was reported that the patient had the inflatable penile prosthesis(ipp) cylinders blown bilaterally due to frequent usage. The entire ipp was removed and replaced with a new one. The patient was reported to be healing without further complications.